Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "pain and visibility/palpability" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported hardening of the breast and pain. Healthcare professional reported possible rupture. The device remains implanted.